Manufacturer narrative:
Device evaluation summary: device evaluation of belt sn (B)(4) has been completed. The reported problem (cannot communicate with a monitor) was confirmed. Upon investigation, the electrode belt distribution node (dn) to rear therapy electrode (te) cable and rear tes were severed and missing. The root cause for the missing cables was physical abuse. No adverse event resulted from the damaged belt.

Event description:
A us distributor contacted zoll to report that electrode belt sn (B)(4) was unable to communicate with a monitor.

Manufacturer narrative:
Device evaluation summary: the monitor sn (B)(4) was returned and evaluated at the distributor, in accordance with procedures recommended by zoll manufacturing corporation. The evaluation included review of downloaded software flag files on the day of the event and incoming functional testing. The review of the software flags consisted of an analysis of the downloaded data to identify any fault flags or unusual patterns of software flags. The software flag files did not suggest a device malfunction. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. Device evaluation of electrode belt sn (B)(4) has been completed. Upon investigation, the electrode belt distribution node (dn) to rear therapy electrode (te) cable and rear tes were severed and missing. The root cause for the missing cable and tes was physical abuse. There is no indication that the electrode belt malfunction caused or contributed to the patient's death as the electrode belt was fully functional and able to deliver a treatment defibrillation in the field. Device manufacture dates: monitor sn (B)(4): 3/3/2015, electrode belt sn (B)(4): 8/14/2013.

Event description:
A us distributor contacted zoll to report that a patient passed away on (B)(6) 2017. Prior to passing, the patient reportedly experience an inappropriate treatment event consisting of one shock. The patient was in the emergency room at the time of the event. At 6:19:08 am, the patient received a treatment. The patient's rhythm at the time of the treatment was atrial fibrillation (af) at 150 bpm with motion artifact. The patient's post-shock rhythm was af at 145 bpm with motion artifact. The electrode belt was disconnected by ER staff at 7:26:44. The patient's rhythm at the time of electrode belt disconnection was pulseless electrical activity. The patient was not wearing the device at the time of passing on (B)(6) 2017.